Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D10: xifnt410, osseotite tapered certain implant 4 x 10mm, lot number 2022041066. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the implant at tooth site #12 was removed due to abutment not disengaging. When dentist was attempting to deliver crown, abutment would not come off. Attempted to drill abutment off but in doing so drill went through the platform of implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) unknown biomet abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet abutment] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction was not verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.